Event description:
(B)(4). After having the essure put in I began to have bloating and pain all the time it made my periods so bad I couldn't get out of bed also caused lots of nausea and allergic reactions plus it brought down my immune system to were I was getting sick all the time